Manufacturer narrative:
The sample will be evaluated as part of the investigation process. The results of this investigation will be forwarded to the FDA via a follow up MDR.

Event description:
Found leaking during dressing change. Removed and replaced PICC.